Event description:
It was reported that the lead dislodged. The patient's condition was - good - before and after the event. The lead was replaced and returned.

Manufacturer narrative:
No medwatch form was received.